Manufacturer narrative:
Ui: settings time - root cause: use error. Per the user guide: always make sure that the correct time and date are set on your system. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the tubing. Customer primed tubing removing the bubble. Additionally, it was reported that the pump time was inaccurate. Reportedly, the customer did not adjust the pump time for daylight savings. Customer's blood glucose was 302 mg/dl. Tandem technical support guided the customer through adjusting the pump time.